Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels. At the time of the reported event, the customer was unable to provide details regarding the reported issue. During a follow-up call with the clinical diabetes specialist, it was reported that the customer consulted with endocrinologist to adjust the customer's target and basal rate settings.